Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing. It was also reported that the right atrial (ra) lead was oversensing with noise observed on episodes. Both leads were capped and replaced. It was further reported that the implantable pulse generator (ipg) had inappropriate mode switching. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.